Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. The lesion was predilated with a 1.3x10mm non bsc balloon. A 3.00x16mm liberte' bare metal stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)